Manufacturer narrative:
Investigation summary: DHR review for batch 6081869 (p/n (B)(4)): manufacturing dates: 4/12/2016 ¿ 4/16/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6081869 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a patient received a vitamin b12 by a nurse with a 23 g x 1 in. Bd integra¿ 3 ml syringe with detachable needle. When his nurse completed the injection, the needle detached from the syringe and stayed in the patient's arm. The patient received x-rays that showed the needle in his shoulder. The patient also saw a surgeon on (B)(6) 2017. No additional information regarding medical intervention was reported.